Manufacturer narrative:
(B) (4).

Event description:
It was reported that the day after a refill, the pt experienced swelling over the pocket. The pt was seen two weeks later on (B) (6) 2010. There were no alarms and reservoir checks were correct. The catheter access port was aspirated with csf return. A dye study was performed and no problems were found; catheter placement was confirmed and dye exited the tip of the catheter. It was noted that the pt had fallen in (B) (6) 2009 and complained of nerve pain down the right leg and required dose increases since that time. The dose increases were not effective in relieving pain. The catheter was replaced on (B) (6) 2010; the reason for replacement was "doctor's choice". Following the catheter replacement, the pt complained of a "new" pain down the entire left leg. The healthcare provider felt that the pain was normal after surgery and would resolve. At a post-op appointment on (B) (6) 2010, the pt reported that the pain was worse. The pt was able to stand but unable to sit due to the pain being so severe down the entire left leg. Since the post-op appointment, the pt has been seen by two other physicians and presented to the emergency room three times in an effort to get some pain relief. The physicians believed that the catheter was "on a nerve root' and that was what was causing the extreme pain. As of (B) (6) 2010, the pt reported that he was awake all night because of the pain and was starting to vomit blood. The pt had an appointment either (B) (6) 2010 or (B) (6) 2010 with a different neurosurgeon than the surgeon who performed the catheter revision. An x-ray was performed; the result was not reported. The pt was told "you need a psychiatrist" and "you are just looking for narcotics." The pt was not looking for narcotics, but looking for a solution to the "excruciating pain in my left leg." The pt outcome was reported as "not good." The pump was used to deliver fentanyl.